Event description:
It was reported that pump displayed malfunction alarm code 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.